Event description:
In december 2001, it was reported that the surgeon performed revision surgery (exact date unknown) to reposition the implant because it had shifted and had a very high profile. At the time of the original implant surgery, he had not recessed enough of the bone bed. December 2001, the patient was seen at the implant center for device programming and a lock problem was encountered. External equipment was exchanged, however, the problem still remained. The patient was scheduled for another evaluation at the implant center in 2002. On may 2002, a company representative contacted the audiologist who reported that the patient healed fine following the revision surgery. No other report was given about patient status.